Event description:
During the endoscopic retrograde cholangiopancreatography procedure the physician reported encountering resistance advancing the guidewire through the tip of the device. The procedure was completed with a second device and there was no clinical consequence. Analysis of the returned device found that the tip was split.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. Residue was noted on the returned device, indicative of use. Visual inspection of the device revealed the working length and distal tip were twisted most probably due to during the procedure. The distal tip was split and it appeared that the distal tip may have come into contact with some part of the scope (elevator) resulting in the observed damage as the device was advanced through the scope. A function evaluation was performed by advancing a guidewire through the distal tip but resistance was encountered due to the severely twisted distal tip. The damage to the tip most probably occurred during use so a root cause or operational context was assigned to the event.